Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the device would not cross and the device was mangled upon removal. The physician was unsuccessful crossing a lesion with a taxus express2 2.75 x 12 mm drug eluting stent, meeting with significant resistance. Upon removal, he noted that the stent was damaged. He then tried to cross with a second stent, which also would not cross. The physician then pre-dilated the lesion and then he was able to cross with a third taxus express2 2.75 x 12 mm stent. No patient injuries or complications were reported.